Manufacturer narrative:
This report is submitted on january 05, 2023.

Event description:
The device was explanted (date not reported) due to electrical discharges. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 31, 2023.

Manufacturer narrative:
Correction: no device failure per updated dar. Updated device analysis report attached. This report is submitted on may 3, 2023.